Event description:
It was reported that the patient complained of pain at the pocket location, and of recent episodes of syncope. The atrial and ventricular leads both exhibited oversensing. The patient will continue to be monitored, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.